Event description:
The customer reported to olympus, during routine testing, the evis exera iii colonovideoscope tested positive for microbiological contamination. The scope was sampled five times in different areas of the unit. During the first sampling, the ¿red¿ channel tested positive for unspecified colony forming units (cfus) of gram-negative bacillus enterobacter cloacae and klebsiella pneumoniae. During the second sampling, the ¿blue¿ channel tested negative for microbial contamination. During the third sampling, the ¿yellow¿ channel tested negative for microbial contamination. During the fourth sampling of the distal end, the component tested positive for an isolated measurement of staphylococcus warneri. During the fifth sampling of the proximal end, the component tested negative for microbial contamination. All channels were tested. Sampling occurred during routine monthly microbial testing controls of the facilities units before use. This unit in question has reportedly tested positive ¿on several occasions¿. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for confirmation culture testing. The device tested positive for < 1 colony forming units (cfus) of yeast, mold, aerobic and anaerobic microbial contamination for all channels. No presence of microbial contamination was found on the distal end. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility as of this report. Upon the device return to olympus, the unit was reprocessed and cleaned prior to inspection. During the evaluation it was observed that the distal cover was damaged and appeared cracked. It was also observed that the rubber boot of the insertion tube¿s rubber glue sheath is separated and loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5) and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is enzimatico. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water and auxiliary water channels. The device is manually processed with an unknown model olympus cleaning brush, and enzimatico. The brushed points are the instrument / suction channel, suction cylinder, the instrument channel port, and the distal end / arears around elevator. The device is not manually disinfected. The device is processed in a matachana medivators cantel isa automated endoscope reprocessor (aer) with it's "specific chemicals". The device is stored horizontally. Olympus is the maintenance provider of the subject device.